Event description:
The rptr stated that she did back to back blood glucose tests, within 5 minutes, using different finger sticks. Her results were 310, 292 and 249 mg/dl. She did not have any symptoms. The rptr did not have supplies, so a control test was not done.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8